Event description:
Sales manager was putting an omega set together for consignment. As he was putting the items into the sterilization case he was testing to see that they were functional. With regard to this item he noticed that the lag screw cat no 33635095, when tried in conjunction with the plate, was sticking at the top end of the barrel even when tried in both directions. A second lag screw was tested but to no avail. This event did not occur during a surgery.